Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
On (B)(6) 2026, the patient had an issue with the cannula, as the infusion set was bent due to intermediate filament tissue within 3 hours of insertion on abdomen and on upper arm which led to high bg and the patient was treated with correction injection via mdi.